Event description:
It was initially reported by the patient that she was experiencing intermittent pain in her throat, not associated with stimulation that started 4-6 months prior. It was later indicated that the patient had been evaluated by an ent physician who diagnosed the patient with vocal cord dysfunction, dysphonia, and globus sensations. The patient also indicated that she felt her vns lead had moved and was blocking her airway. Diagnostics from (B)(6) 2012 were provided and were within normal limits. It was noted that the patient had a documented history of copd, and that there had been no manipulation or trauma to the chest or neck. Attempts for additional information have been unsuccessful to date.